Event description:
A report was received from the registry indicating that approximately 12 months post index procedure, the patient underwent revascularization of an 80% occluded target lesion. Timi flow was ii. There was no evidence of peri-stent restenosis, aneurysm formation, stent thrombosis, or myocardial infarction. The restenosis was treated with plain old balloon angioplasty.

Manufacturer narrative:
This patient was enrolled in the registry. The indication for the index procedure was unstable angina pectoris and positive ECG stress test. The target lesion was the mid rca. Reference vessel diameter was 2.5mm and a lesion length was 50mm. The lesion was denovo, complete total occlusion, and classified and type c. Predilation was performed using a 2.0x30mm balloon at 10 atms. Two cypher select plus stents were implanted overlapping. The first stent was deployed at 14 atms. Post dilatation was not performed. The second stent was deployed at 16 atms. Post dilatation was not performed. A second denovo lesion at an unknown vessel was also treated, however, treatment device was not provided. The patient was discharged on oral antidiabetics, 100mg aspirin, 75mg clopidogrel, statins, other lipid lowering drugs, and ace-inhibitors. During the one-month follow-up, the patient was asymptomatic and complaint with antiplatelet regiment. During the six month follow-up, the patient was asymptomatic and compliant with antiplatelet regimen. During the one year follow-up, the patient was asymptomatic. Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2008-01073 and 9616099-2008-01074. Any additional information will be submitted within 30 days of receipt.